Event description:
The caller reported experiencing a cartridge alarm with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping details with the caller, and instructed them on return procedures using a pre-paid ups label. The caller was provided with storage mode instructions for the existing pump and was advised on steps to take upon receiving the replacement pump, which was subsequently sent to them.